Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield skull clamp was returned for evaluation: device history record (DHR) - record showed no abnormalities related to the reported failure. Failure analysis - unit received with the lock having rotational and lateral movement and a residue buildup is present. Both pin carrier assemblies were missing. General maintenance and cleaning required. Unit needed new components added to replace worn internal parts. Root cause - complaint was confirmed via inspection of the unit. The lock had movement and required replacement of worn internal parts and both pin carrier assemblies were missing. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported the locking mechanism of the a1114 mayfield infinity skull clamp was not working. This was discovered during testing. There was no patient harm or surgery delay.